Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Age/date of birth: unknown. Date of event: unknown; best estimate during (B)(6) 2019. If implanted; give date: n/a (not applicable). Not applicable, the lens was removed/replaced within the initial procedure. If explanted; give date: n/a (not applicable). Not applicable, the lens was removed/replaced within the initial procedure. Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no other investigation request received for this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the patient's capsule torn upon insertion of a pcb00 22.0 diopter intraocular lens (iol) into the patient's right eye. No incision enlargement was performed. There was no indication of patient injury. Customer also noted that the lens was discarded. Patient outcome was noted as recovered. No further information provided.